Event description:
Boston scientific received information that this pacemaker reached elective replacement time (ert) sooner than expected due to high right ventricular (rv) lead threshold measurements on a non-bsc rv lead. Premature battery depletion was suspected. It is likely that both the device and the lead will be replaced. No adverse patient effects were reported.

Event description:
Subsequently, the device was explanted and replaced with a non boston scientific product. No reported adverse patient effects reported.

Manufacturer narrative:
Additional information is expected regarding this issue. This investigation will be updated should further information become available.

Manufacturer narrative:
Should the device be returned, analysis will be completed and another report filed.